Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was frozen. The customer also reported that the windows time was stuck and not changing. Eventually they were able to verify that the unit was down for about an hour or so before they finally re-monitored the affected transmitters and g9's to another cns. Nihon kohden technical support (nk ts) remoted in and re-seated the hard disk drives (hdds) before rebooting. No patient harm or injury was reported. Investigation summary: updating the cns software resolved the issue. The cns log analysis conducted by nihon kohden corporation (nkc) were inconclusive in determining the root cause. It is suspected that the issue occurred from the hdds having been copied from one cns to another cns device. The service history for this serial number as well as for this customer shows no subsequent incidents related to this issue.

Event description:
The customer reported that their central nurse's station (cns) system was frozen. The customer also reported that the windows time was stuck and not changing.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) system was frozen. The customer also reported that the windows time was stuck and not changing. Eventually they were able to verify that the unit was down for about an hour or so, before they finally re-monitored the affected transmitters and g9's to another cns. Nk ts remoted in and re-seating the hard drives before rebooting. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Multiple g9's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: g9's: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) system was frozen. The customer also reported that the windows time was stuck and not changing.